Manufacturer narrative:
Weight, ethnicity, race - unk. Date of event - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -7.5/+2.5/087 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation and refractive surprise. The problem was not resolved and the lens rotated again. Reportedly, "the patient complained of reduction of vision. After the first surgery the iol was at 4 degrees. The target was 178 degrees. Refraction was +0.50/-1.00x160."